Event description:
1978 pts had original silicone breast implants placed for cosmetic reasons. Manufacture of implants unknown and no markings were identifiable on shells. Both implants were ruptured as detected by pre-operative imaging of breast. Both breast implants were removed.